Manufacturer narrative:
Initial.

Event description:
It was reported that a pediatric ilet user experienced frequent hyperglycemia, including exercise-induced highs, and hypoglycemia, with glucose values reported as high as over 400 mg/dl and as low as 39 mg/dl; the user often performed less-than-meal announcements and paused insulin around frequent soccer practices, and used ilet, subcutaneous insulin by pen, and oral glucose to manage excursions. Symptoms included hyperglycemia, hypoglycemia, irritability, malaise, and muscle weakness. Outcomes included an unexpected medical intervention where medication was required and the event was considered a serious injury or illness. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no available findings, with insufficient information regarding a medical device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.